Manufacturer narrative:
The reported complaint was confirmed. The srt observed the transducer to alarm at 40 pounds per square inch (psi) unexpectedly versus the standard 32 psi +/-2 psi. It was determined that there was a problem with the o2 pressure transducer. The transducer was replaced and leak testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) had a 'low pressure: oxygen (o2) alarm' during testing.